Event description:
It was reported that when the device, with reload cartrideg, was used during a laparoscopic assisted vaginal hysterectomy, it did not fire. Another device was used to complete the case. There was no consequence to the patient.